Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ldh and 1 patient sample tested for total bilirubin on a cobas pro c 503 analytical unit. Patient 1 initial ldh result was 94 u/l. The repeat result from a different c 503 unit was 980 u/l. Patient 2 initial total bilirubin result was 13.2 mg/dl. The repeat result from a different c 503 unit was 0.3 mg/dl. The initial results were reported outside of the laboratory. The repeat results were believed to be correct and amended reports were issued. The reagent lot numbers with expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) found the cells were overflowing and adjusted the basic wash needle. The customer ran qc and the results were within specification. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.